Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged for pump replacement while customer already had another pump available.